Manufacturer narrative:
(B)(4). Batch # t5a56x.. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? N/a. Was the device difficult to close? N/a. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes, not intact. Was a complete transection of the cutting washer visually confirmed? No. Were any staples deployed into tissue? If yes, were there any staple formation issues identified? Yes, unknown. Did the device cut? No. Were there any patient consequences? No patient consequence. What is the current status of the patient? Patient is fine.

Manufacturer narrative:
(B)(4).batch # t5a56x. Device evaluation summary: the analysis results found that the cdh29a device arrived in the product investigation lab with no apparent damage. The breakaway washer uncut and indented. There were no staples present. In addition, the washer was noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival for additional analysis the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month were not provided. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and device: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were any staples deployed into tissue? If yes, were there any staple formation issues identified? Did the device cut? If yes, was the cut line fully circumferential around the target tissue? Were there any patient consequences? If yes, please describe. What is the current status of the patient? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap colon procedure, stapler "cannot well fired (no completed ring), and surgeon removed the staple and fired again and suture the wound." Patient consequence was not reported.